Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 36-year-old female patient. There was no additional patient information, nor details surrounding the event at the time of this report. Method: I-stat hs-tnl, date: (B)(6) 2025, collected: 1742, result: 1742, sample: 545.1 ng/l wb lithium heparin, positive/negative: positive. Method: beckman hs-tnl, date: (B)(6) 2025, collected: 17:21, result: 18:12, sample: <2.3 ng/l, positive/negative: negative. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-sep-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25126a.